Event description:
It was reported that during an in-clinic follow-up, the pacemaker and a lead were noted to have eroded, but it was unknown which lead was visible. It was also noted that the patient had an infection. The full system, including the pacemaker, the right atrial (ra) and the right ventricular (rv) lead, was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.